Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while drawing up medication, the needle on a bd relion® insulin syringe 1 ml, 31 g x 8 mm broke off and stayed in the vial. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. There were zero (0) defects or notifications noted for any related defects during the production of these batches. There were three (3) notifications noted for unrelated defects. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Device history review: a review of the device history record was completed for batch # 7044713. All inspections and challenges were performed per the applicable operations qc specifications. Pils - there were two (2) batches of material# 8359164 (barrel 1.0ml shd 31ga 8mm tw (B)(4)) which was consumed into final product batch# 7044713. Batch#: 7023647, date(s) of manufacture: 19mar2017 to 24mar2017, machine(s) manufactured on: (B)(4). Batch#: 7044560, date(s) of manufacture: 24mar2017, machine(s) manufactured on: (B)(4). There were zero (0) defects or notifications noted for any related defects during the production of these batches. There were three (3) notifications noted for unrelated defects.